Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of burn mark at the distal end plastic cover was traced to component failure. The most probable cause of the white residue inside the channel was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated burn marks on the c-cover and white residue inside the channel was found. There was no patient involvement.